Manufacturer narrative:
Manufacturer investigation conclusion. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. No notable alarms were observed within the file. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order (B)(6). The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists hemolysis, pump thrombosis, multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with increased lactic acid dehydrogenase (ldh) of 1581. The log file captured a small cluster of elevated powers in the 7 watt range on 01jul101 to 03jul2021. However, since that time period the pump power has been at a baseline number of around 6 watts. Aside from the transient period of elevated power, the power and pulsatility index (pi) were fairly stable. The patient was quickly transferred to another hospital to be worked up for a heart transplant urgently. The patient was known to have an ascending aortic dissection, as well as severe aortic insufficiency, which was impairing ventricular assist device (vad) therapy. Throughout the hospital stay the providers made multiple attempts at medically manage the patient with the use of IV (intravenous) vasodilators and inotropes which provided some temporary effects. Unfortunately the patient developed worsening aortic insufficiency and worsening aortic root dilation, progressing vad thrombosis and progressive respiratory compromise. The patient was deemed too ill for surgical options. Discussions were had with the family and elected to make the patient a dnr (do not resuscitate). The patient passed away the morning of (B)(6) 2021. The device was operating as expected and did not cause the patients death. The cause of death was believed to be multi-system organ failure. No further information was available at this time.